Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that the probe did not cut well; the cutting speed decreased from 5000 cuts per minute to 3000 cuts per minute. It is unknown if the probe was aspirating. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Supplemental medical device report (smdr) #01 is being filed to correct the date on the initial report, filed earlier. Incorrect date of (B)(6) 2016 is being corrected to (B)(6) 2016. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted. No anomaly was found during the DHR review. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. No sample was returned for evaluation; therefore, visual and functional testing could not be conducted. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken because the root cause cannot be determined as no sample was received for the evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).